Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c artificial cervical disc was removed. No further information.

Manufacturer narrative:
B4: 12-may-2021. D4: catalog #: cdm-635l. D8: no. G1: mr. (B)(6). G2: distributor/importer. G3: 12-may-2021. G6: follow-up # 2. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - clinical: 2433. Health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusions: 4315. H10: it was reported that the m6-c disc was explanted due to neck and arm pain. The radiographic images were reviewed and showed an m6-c implanted at the c5/6 level. Radiolucent and osteolytic areas were present in both vertebral bodies around the device. Evidence of motion on flexion/extension views was noted. Due to the lack of pre-op, immediate post-op and interim images, further interpretation was hindered. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The implant was partially intact as-received. Infection was suspected and resutls were negative after 10 days incubation. Device damage was observed, but it was not clear that the device had failed in situ.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformities to specification or deviations in procedure.